Event description:
A caller reported that the cartridge was not fitting properly on the pump as it was not fully snapped into place. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to inspect various areas of the pump and use an alcohol wipe to clean it, but the original cartridge could not be reloaded successfully. The customer was assisted in fitting a new cartridge, which fit properly, and was advised to load it. The caller did not wish to fill the cartridge over the phone, and technical support closed the case with a note for the caller to follow up if the issue persisted, also arranging for replacement supplies to be sent.